Manufacturer narrative:
Submit date: 2018-01-19. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an issue occurred with an enteral feeding pump. Upon triage on (B)(6) 2017 the service tech found the unit has no sound upon power up.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿the unit displayed operation error and system error.¿ the unit was triaged and the service tech found the unit has no sound upon power up. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.